Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with a pericardial effusion (pe). Approximately two weeks earlier two leads were attempted to be implanted but could not be implanted due to patient anatomy. It is unknown if these leads caused the pe or if the existing right ventricular (rv) lead contributed to the pe. No further information surrounding this event was able to be obtained. No further patient complications have been reported as a result of this event.